Event description:
When being sutured, suture broke from needle and became embedded in pt wound. Doctor tried to remove it but was unable to find needle. Fluoroscopy was used without result. Patient to come in the am and have foreign body removed by radiology.